Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced pain with stimulation and a performance decrement after sustaining a trauma to the head, near the implant site. The issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with another manufactures device during the same surgery. The serial number of the device is (B)(4); not (B)(4) as previously reported. This report is filed october 4, 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.